Manufacturer narrative:
Event date is estimated since no specific occurrence was reported.

Event description:
It was reported that air in the system occurred. The physician indicates he has observed air when exchanging a device through the access sheath. No further information regarding this general customer comment is known at this time.